Manufacturer narrative:
This supplemental report is submitted to provide the results of the the legal manufacturer¿s investigation. The legal manufacturer performed an investigation. The DHR review could not be performed as no lot number was reported and there was no device return to inspect for a lot number. However, the manufacturing and quality control review was performed for the last 24 months of production and there were no non-conformities or deviations regarding the described issue. The cause of the reported issue was most likely due to wear and tear. The loop at the distal end of the electrode wears out during use and may break, burn, or melt. Corrected data: the aware date for initial medwatch report # 9610773 - 2021 - 00117 is march 29, 2021.

Manufacturer narrative:
Olympus technical support had noted the customer had resolved the issue. No troubleshooting was needed. The subject device referenced in this report was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported to olympus that the roller ball fell off the roller during a procedure. It was not determined if the ball fell into the patient or on the ground. The patient had x-rays, however, the roller ball was not located in the patient. The facility will monitor the patient. No patient harm was reported.